Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as: MFR# 2134265-2010-03316. It was reported that during a percutaneous transluminal angioplasty procedure, two balloons tears occurred. The 99% stenosed target lesion was located in a mildly calcified and severely tortuous unspecified vessel. An unspecified wire was inserted into the patient. At an unspecified time, the physician advanced a 15mm x 1.5mm apex push balloon catheter and while viewing under fluoroscopy, he noted the balloon had torn prior to reaching the target location. A 15mm x 1.5mm apex flex balloon catheter was also advanced, at an unspecified time, resulting in the same issue. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.